Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008, and revision procedures on (B)(6) 2012, and (B)(6) 2012 due to patient allegations of pain, dislocations, dysfunction, loss of range of motion, elevated metal ions, tissue damage, and lack of mobility. A review of invoice history confirmed the initial surgery date and that patient was revised on (B)(6) 2012, where cement spacers were implanted suggesting infection. Reimplantation occurred on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference (reference 1825034-2014-03928 / -03929 & -06657).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6)2008, and revision procedures on (B)(6) 2012 due to patient allegations of pain, dislocations, dysfunction, loss of range of motion, elevated metal ions, tissue damage, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes dated (B)(6) 2012 reports the patient was revised due to pain and osteolysis. Revision op report notes the presence of osteolysis of the proximal femur and clear, straw colored fluid with no conclusive evidence of infection or metal-on-metal staining. The modular head was removed and replaced. Additional information received in patient's op notes reports the patient underwent a two-stage revision on (B)(6), 2012 due to staph epidermidis infection. Revision op report dated (B)(6) 2012 notes the presence of clear, sanguinous fluid. In addition, op report notes difficulty removing the stem. All components were removed and replaced with antibiotic spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03928 / 03929).